Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Device log review shows that the ketamine infusion started at 8ml/h at 11h48 as the complaint description. Then, the flowrate was changed manually to 120.72ml/h at 14h07. Multiple "soft limit exceeded" warning triggered. Each identified infused volume was in line with the device programming. See attached investigation report for details of infusion setting and infused volume. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue, as the pump worked as requested. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: the customer requested the download of the data from the day of the event to validate the operation of the infusion pump: patient: (B)(6). Identification: (B)(6). Age: 37 years old. Diagnosis: mild hypokalemia, exacerbated chronic pain, fibromyalgia, sle (systemic lupus erythematosus). The patient began a ketamine infusion at 11:35 a.m. At 8 ml/h. At approximately 2:15 p.m., the nursing assistant reported that the medication was flowing at 121 ml/hr. Upon verification, the patient was asked if she had tampered with the pump, and she denied tampering with the equipment: "the only ones who had contact with the pump were the nursing assistant and the head nurse, and they report that at no time was the infusion increased." Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.